Manufacturer narrative:
The pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 43mg/dl. The customer states they treated the 3 unit shot. Troubleshooting was conducted. The customer states the alarm was resolved by a complete set change. The customer was advised the device would be replaced and returned for analysis.